Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on radius side assessed as surgical damage. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ brown particles inside of the device.

Event description:
Healthcare professional reported a "right saline implant deflation." Healthcare professional reported right side capsular contracture, baker grade I. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "right saline implant deflation."

Event description:
Healthcare professional reported a "right saline implant deflation." Device remains implanted.